Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the iol was exchanged, however no further details have been provided. The association between this event and the iol is not known. Additional information has been requested.